Event description:
The customer reported a leak of less than 2 ml from the coulter lh 750 hematology analyzer. The customer reported that the leak consisted of blood and diluent mixture and was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, gown and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed a leak in the tubing connected to the differential mixing chamber. The fse proceeded to replace the tubing at the differential section and reseated all tubing's quick disconnects to resolve the leak. Failure mode of the leak is attributed to the tubing connected to the differential mixing chamber. (B)(4).